Event description:
After an implantation period of approx. 48 months, oversensing with inappropriate therapies was reported.

Manufacturer narrative:
The lead and the ICD were returned for analysis. First, the device memory data and the therapeutic functionality of the ICD were extensively checked. During the check of the device memory data, the clinical observation could be confirmed. Interference signals in the ventricular channel were detected in the available iegms, which led to 3 shock deliveries. However, the ICD proved to be fully functional during the analysis. There were no indications of a malfunction of the ICD. The returned lead was extensively checked. Visually, multiple signs of wear were detected along the lead body. Especially in the distal area, the insulation was damaged due to fraying. This damage can most likely be regarded as the cause of the observed interference signals. Due to the characteristics of the damage pattern, massive mechanical stress of the lead in the implanted state can be assumed. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and further information about the patient. Influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patients, especially involving the upper body. As a last step, the manufacturing processes of the two devices were reviewed. The production documents showed no anomalies. All production steps had been carried out correctly. There were no indications of a material defect or manufacturing error.